Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the original customer care advocate (cca) documentation since the patient was unable to be contacted with follow-up questions. The reporter alleged the power issue with the meter started at 8:30 am on (B)(6) 2011. Prior to the start of the alleged issue, the patient reported she was already symptomatic. The patient manages her diabetes with novolog insulin, metformin tablets and also takes diovan. She also reported that her ¿blood sugar went up due to the meter not going on¿, and on the afternoon of (B)(6) 2011, she was hospitalized. She alleged that an EKG and other ¿tests were run¿ which she was unable to recall. She also alleged that insulin was administered by a healthcare professional and a blood glucose result of "420 mg/dl" was obtained on an unknown meter. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter would not power on manually with a button press. Based on the information provided, the batteries did not need to be replaced. However, the patient did not have test strips with which to test the meter and the issue could not be resolved with training. Replacement products were sent to the patient. Although the patient may have been symptomatic prior to the start of the alleged issue, this could not be verified with the patient as she was unable to be contacted with follow-up questions. As a result, this complaint is being reported because the patient allegedly developed symptoms and was treated in hospital for signs suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.